Manufacturer narrative:
The reported event that the led light cover was missing was confirmed during visual inspection. Handling is the most likely cause of the event.

Event description:
It was reported that during testing conducted at the healthcare facility the led cover of the tibial/pelvic tracker was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the healthcare facility the led cover of the tibial/pelvic tracker was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.